Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, an open reduction internal fixation with expert humeral nail system (ehn) was applied to surgery for humeral diaphyseal fractures. An end cap was inserted into an unknown nail after two (2) unknown locking screws were inserted into the proximal holes of the nail. However, postoperative x-rays showed that the most proximal screw was bent because it was pushed by the end cap. The surgeon fastened the end cap strongly because he felt a resistance when tightening the proximal femoral nail antirotation (pfna) or multiloc humeral nailing system (mhn). The surgery was completed with no delay and no adverse consequence to the patient. Concomitant devices reported: unknown nail (part #: unknown, lot #: unknown, quantity: 1) and unknown distal locking screw (part #: unknown, lot #: unknown, quantity: unknown). This report is for one (1) ti end cap t25 strdrv 0mm ext- ster/humeral nail-ex sprl bld. This is report 1 of 2 for (B)(4).